Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had an e315 unsupported scope error. The issue occurred during preparation for use/set-up for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the reported issue was due to a b30 error (pc board was not working). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.